Event description:
It was reported that, "there was a peri-prosthetic fracture so the doctor took out the stem/head and put in mod restoration. No other information per hospital protocol."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.